Event description:
The technician alleged that the label on the bed states the bed goes up on its own. No injury reported.

Manufacturer narrative:
The technician did a complete function check and found the bed functioned as designed and could not duplicate the issue.